Manufacturer narrative:
(B)(4). J5c0126x and j5e0859x are both on the shelf but it could not be determined which it came from. J5c0126x: expiration date: 03/31/2020; manufacturing date: 03/01/2015. J5e0859x: expiration date: 05/31/2020; manufacturing date: 05/01/2015.

Event description:
According to the reporter: endostitch was sticking during case would not toggle the needle correctly and was difficult to load and unload one handle made a grinding sound when loading. She normally would use two instruments on a bypass they opened 4 total on this case. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. It did tear the tissue and they got a new endostitch and over sewed the tissue.

Manufacturer narrative:
Added information to reflection malfunction and procedure.

Event description:
Procedure: gastric bypass.